Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37651, serial# (B)(4), product type: recharger; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v657037, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v578427, implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but was working with their healthcare professional or manufacturing representative. It was noted that the stimulator shut off and neither the healthcare professional nor manufacturing representative could tell her why.

Event description:
It was reported that the healthcare professional (hcp) was unable to adjust stimulation. There was a ¿call your doctor¿ icon displayed. It was noted that there was a power on reset (por) condition. On the day prior to the date of this report the patient¿s implantable neurostimulator (ins) turned off and the patient was lying on his bed. When the patient woke up his hand was ¿jumping like it was going out of style¿ and the patient checked the ins with the patient programmer and it had said por. The patient used the manual to reset and was able to get stimulation back on. Additional information received reported the cause of the event was unknown. There was a por reset. The issue was resolved. Additional information received reported ¿issue temporary and resolved. Patient had had no further problems. The patient was spoken with via telephone on (B)(6) 2014.¿

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v657037, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v578427, implanted: (B)(6) 2011, product type lead. (B)(4).